Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result (from sample a) that was generated by the unicel dxi instrument. The elevated accu tni result was 1.29/ml. The customer indicated that the elevated accu tni result was reported out of the lab without being repeated. The physician questioned the (1.29ng/ml) accu tni result from sample a and requested a new sample to be collected from the pt. About three hours after sample a was collected, a new sample (b) was collected from the same pt and tested for accu tni. The accu tni result was 0.02ng/ml. After obtaining the lower accu tni result from sample b, sample a was repeated for accu tni. The repeated accu tni result from sample a was 0.00ng/ml. The customer did not provide any add'l info. The custommr indicated that there has been no change to pt treatment that can be attributed to this event.